Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Internet article reports that a patient presented with an infection approximately one week following acl repair. The patient's knee was drained, and she was prescribed antibiotics and returned to surgery for wound cleansing and debridement. Additional surgeries were performed over an 18 month period. No further information was provided.